Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report high and low readings w/her meter. Analysis run on clark error grid using mean avg. Reading (67) as ref. Point vs. Bd readings (30, 104) yielded data points in the d range of the grid, outside of acceptable limits.